Manufacturer narrative:
Beckman coulter performed the customer-supplied white blood cell (wbc) raw data analysis and the histograms were reviewed. No abnormality was observed that may indicate any system malfunction. The cause was pre-analytical condition - cold agglutination.

Event description:
The customer reported white blood cell (wbc) count increased after warming the sample, for one patient, involving the unicel dxh 800 coulter cellular analysis system. The result was considered to be erroneous due to the change in values after warming the sample. The patient was known cold agglutination. The erroneous result was not released out of the laboratory. There was no patient impact associated with this event. Controls were performed prior to and after the incident and recovered within range. The instrument performed within quality control (qc) specifications with respect to controls and reproducibility. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. A definitive cause of the incident is unknown. This medwatch report is related to MDR 1061932-2013-00041.